Manufacturer narrative:
Continuation of concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The lv vector was reprogrammed. About two weeks later, the patient reported intermittent stimulation returned and additional reprogramming was done and the patient reported no further stimulation in the new configuration. The left ventricular (lv) lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.